Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen) while wearing the pod between 36 and 48 hours. The infusion site was reported to be swollen. Symptoms reported include the patient feeling uncomfortable. The patient went to the doctor and was diagnosed with unspecified infection. When removing the pod from the infusion site, the doctor found a piece of the cannula at the infusion site and removed it. The patient received an unspecified antibiotic cream.